Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.